Event description:
It was reported that the customer was admitted to the emergency room (ER) due to experiencing a high blood glucose (bg) level of 350 mg/dl and moderate ketone levels. The customer was treated with intravenous insulin and saline, and was released from the ER 10 hours later with no permanent damage. The cause of the reported issue was unknown. There was no pump or supply issues identified during troubleshooting with tandem technical support.